Event description:
A malfunction alarm with code 12 was reported, but no notable events occurred prior. The customer's blood glucose level remained below 500 mg/dl, indicating no adverse impact. Technical support provided instructions to reset the pump, and after resetting, the malfunction did not recur. The customer can continue using the pump and has been advised to report if the issue reappears.